Manufacturer narrative:
(B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. During visual and functional examination , we found the following: pull rod bent/deformed very strongly as a result of too much pressure with the handle. Due to deformation of the pull rod, the applier cannot be assembled. It was determined that there was too much force to the handle during use. Therefore, no further measures will be initiated.

Event description:
The inner shaft was bent so that the applier could not be assembled smoothly before use. Therefore, a new unit was used instead. The applier was purchased by the hospital within 10 months.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The inner shaft was bent so that the applier could not be assembled smoothly before use. Therefore, a new unit was used instead. The applier was purchased by the hospital within 10 months.